Event description:
It was reported that a pump will power up on and off without user input. No pt injury was reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed that the pump will turn off without user input approximately 1 second after powered on. Further evaluation found this to be caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.